Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The monitor of the immulite 2000 instrument did not power on after restart. The system was rebooted but there was no video input. A siemens field service engineer (fse) was dispatched to the customer's site. The fse was repairing the motherboard which did not have any sharp edges. The injury to the fse's fingers was potentially caused by the tight space between the work area in the laboratory and the electronic chassis. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A siemens field service engineer (fse) was repairing the motherboard on an immulite 2000 instrument, and he sustained an injury to his fingers which required medical treatment. The fse went to the emergency room. There are no reports of adverse health consequences due to the injury to the engineer's fingers.